Event description:
It was reported following successful deployment of this filter via a jugular approach, removal of the guidewire met with resistance. The guidewire was reportedly lodged in between the filter's legs at the apex of the filter. The sheath was readvanced to encapsulate the filter. The filter and guidewire were removed as a unit and another filter was placed without pt complications. This device was destroyed by the user facility. Therefore, no failure analysis will be available. Follow up revealed the use of fluoroscopy during filter placement was intermittent and fluoroscopy was not used during removal of the guidewire. These factors may have contributed to this event. However, we cannot determine the exact cause for this event.